Event description:
It was reported that during administration of a 100cc bag of antibiotic, that the spike became unattached from the chamber while being hung by an operating room nurse. The medication leaked onto the floor. The IV tubing and medication were replaced without any problems. There was no report of pt harm or medical intervention. The reporter stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.